Event description:
It was reported that the user switched from u-100 to u-200 insulin on the ilet due to insulin needs and was guided through a factory reset, then reported persistent hyperglycemia around 400 mg/dl and switched back to u-100 with another factory reset; the medical device problem and device component could not be determined due to insufficient information. Symptoms included hyperglycemia. Outcomes included no health consequences or impact reported. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, and there was insufficient information to identify a device problem or component involved. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.